Event description:
It was reported that body temperature was not displayed . There was an error message. As per additional information received via follow-up on 20jan2023, the details of error message were not clear as it was a low-flow indication . Device was not being used on people because it was being checked. Device was under investigation. Device was not used on the people.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that body temperature was not displayed . There was an error message. As per additional information received via follow-up on 20jan2023, the details of error message were not clear as it was a low-flow indication . Device was not being used on people because it was being checked. Device was under investigation. Device was not used on the people.